Manufacturer narrative:
Evaluation of CT images dated (B)(6) 2015: there appeared to be contrast pooling in the aneurysmal sac. There appeared to be a patent lumbar artery communicating with the contrast that is seen pooling in the aneurysmal sac. There was streaking artifact present on the CT. There appeared to be coils present in the inferior mesenteric artery. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Specifically, the IFU warns that adverse events that may occur and / or require intervention include, but are not limited to endoleak.

Event description:
On (B)(6) 2009, the patient was implanted with two gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2015, computed tomography scan reportedly revealed the ipsilateral limb (pxt261216/ 06632704) was short of the targeted landing zone. A possible type ii endoleak was also noted. The source(s) of the leak was not known. On (B)(6) 2015, the patient was implanted with an excluder iliac extender component to extend the stent-graft system on the ipsilateral (right) side. A final angiographic run showed no evidence of an endoleak. The patient tolerated the procedure.